Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event, their device powered itself off twice. No further details about the patient or the event have been provided.